Event description:
Caller alleged discrepant results compared with the lab results as follows: date: 2009, inratio: 5.1, lab: 3.5. Date: 2009, inratio: 3.5, lab: 5.1. Patient's tr is 3.5-4.5.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device will not be returned for evaluation. Investigation is pending.